Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized last month due to problems with the insulin pump. The caller did not state whether the hospitalization was due to high or low blood glucose levels. The caller initially called for assistance with the download of the unit. Advised the caller to have the customer call back to document the hospitalization details. Several attempts to follow up with the patient were made, but all were unsuccessful. Nothing further was reported.